Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. A controller exchange was attempted. It was stated that the new controller was programmed and the driveline was moved to the new controller. After the driveline was moved over, the vad did not restart. The new controller exhibited a display error and there were were zeroes on the screen, and the vad did not restart for "at least ten seconds". The patient was "getting symptomatic" and anxious. The patient was then switched back to the original controller. The vad started without a problem, and the controller continued again with the controller fault alarm. Log file review also indicated that the controller that exhibited the controller fault alarm also exhibited an unexpected loss of power. Another controller exchange to a new controller was attempted. The second controller exchange was successful. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: con313981 UDI #: (B)(4) device evaluated: no; device evaluation anticipated, but not yet begun mfg date: 13-oct-2017 labeled for single use: no. Heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2022 / serial or lot#: con417558 UDI #: (B)(4); device evaluated: no device evaluation anticipated, but not yet begun mfg date: 20-dec-2021 labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: (B)(6)¿ controller 2.0 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d1105, d15 (B)(6)¿ controller 2.0 d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 product event summary: the pump (B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing; the controller was able to display all characters properly with no anomalies observed. Review of the alarm log file associated with (B)(6) revealed that a controller fault alarm was logged on (B)(6) 2022 at 13:15:51 and event exceptions were recorded on (B)(6) 2022 indicating an issue with the internal battery. In addition, log files revealed that (B)(6) was in use for more than two (2) years. Review of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2022 at 14:28:46 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed four (4) controller power up events without motor start events were logged on (B)(6) 2022 between 14:49:42 and 15:05:51. Log files associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2022 at 15:02:41, likely due to the controller being powered up without the driveline connected. Review of the data log file associated with (B)(6) revealed only one data point was logged on (B)(6) 2022 at 15:15:46; indicating that the power up events and vad disconnect alarm occurred during a controller exchange and/or troubleshooting of the controller. Review of the event log file revealed a successful pump start event logged at 15:05:56, likely following the controller exchange. Review of the controller log files did not reveal any vad stopped alarms within the analyzed period. An additional power up event without a motor start event was logged on (B)(6) 2022 at 15:15:11, likely due to troubleshooting of the controller. Review of the event log file associated with (B)(6) revealed a controller power up event with associated successful pump start event was logged on (B)(6) 2022 at 14:29:28, likely due to the reported "the patient was then switched back to the original controller". As a result, the reported controller fault alarm and controller power up events were confirmed. The reported failure to restart and display error events could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, a possible root cause of the reported controller power up events can be attributed to troubleshooting of the controller and/or controller exchanges. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.